Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a defibrillation electrode. The customer states they went to defib a patient today and there was no shock (current) delivered. They repositioned the pads and checked the connections and tried a 2nd time, but still no charge through the cadence pads.